Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the patient¿s bulky native annular and stj calcification, along with the friability of the patient¿s tissue, likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), during the implant of a 23 mm sapien xt valve by tf approach in a highly calcified native valve, annulus and ascending aorta; an annular rupture was found. Bav was performed, and the valve was well positioned with slow inflation. Fluoroscopy showed a large bleeding in the pericardium and the blood pressure decreased dramatically. An annular rupture in the supra annular position was discovered. Puncture and drainage were performed but due to the nature of the rupture and the patient condition, the case was not converted to open heart surgery and patient passed away. As per medical opinion, the calcifications, especially the bulky one descending in direction of the mitral valve, may be the cause of the rupture. Also, the friability of the patient's tissue. Both inflations had been done with the recommended nominal volumes and edwards system worked properly during all the intervention.

Manufacturer narrative:
As additional review revealed a slight error in the description, as it referenced a sapien xt instead of a sapien 3. No new information was received that changed the reportability of the complaint.

Event description:
As reported by our affiliates in (B)(4), during the implant of a 23 mm sapien 3 valve by tf approach in a highly calcified native valve, annulus and ascending aorta; an annular rupture was found. Bav was performed, and the valve was well positioned with slow inflation. Fluoroscopy showed a large bleeding in the pericardium and the blood pressure decreased dramatically. An annular rupture in the supra annular position was discovered. Puncture and drainage were performed but due to the nature of the rupture and the patient condition, the case was not converted to open heart surgery and patient passed away. As per medical opinion, the calcifications, especially the bulky one descending in direction of the mitral valve, may be the cause of the rupture. Also, the friability of the patient¿s tissue. Both inflations had been done with the recommended nominal volumes and edwards system worked properly during all the intervention.